Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed as it was noted there is a fault within the manufacturing testing process; the unit was moved without completing testing. An internal visual inspection was performed and passed. The receiver log was not downloaded for review as it was noted there is a fault within the manufacturing testing process. The allegation was confirmed. The probable cause was determined to be an assembly error. No injury or medical intervention was reported.